Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2024-01109, 2210968-2024-01110. Citation: graefe's archive for clinical and experimental ophthalmology (2020) 258:2753-2759; https://doi.org/10.1007/s00417-020-04915-1

Event description:
Title: cataract surgery in eyes with congenital ocular coloboma the purpose of the study was to assess the safety, efficacy, and complication rate of phacoemulsification and intraocular lens implantation in patients with congenital uveal coloboma and to evaluate the role of pupilloplasty. Between (B)(6) 2012 and (B)(6)2018, 41 eyes (31 patients) with congenital coloboma that underwent phacoemulsification and intraocular lens implantation were included in the study. There were 16 males and 15 females, and their mean age was 53.9 years (range 15-82). A standard phacoemulsification (ultrasound) method via 2.4- mm incision and intraocular lens implantation were performed in all cases. Patients with preoperative vitreous in the anterior chamber had triamcinolone-guided anterior vitrectomy prior capsulorhexis. Pupil reconstruction was performed at the time of cataract surgery in 9 eyes. 7 of these underwent sutured pupilloplasty by the mccannel technique using 10-0 prolene (ethicon), and 2 eyes had a competitor morcher occluder implant (manufacturer: unknown). 2 patients who did not have a pupilloplasty at the time of cataract surgery reported disabling glare postoperatively in the eye that underwent surgery. Both underwent subsequent pupil reconstruction to reduce glare with prolene suture (ethicon). Reported complication included minor intraoperative bleed (n=2), and patient 11 in which suture pupilloplasty part broke postoperatively, patient also complained of postoperative glare (n=1). In conclusion, patients with iridolenticular choroidal coloboma appear to be more at risk of complications, as were cases performed by non-consultant surgeons. Contrary, patients with phakodonesis, preoperative anterior chamber vitreous, dense cataracts, and cases were iris hooks used had no significant difference at posterior capsular rupture rate. The risk of postoperative glare and pupilloplasty needs to be considered in cases with good visual potential to avoid a possible second procedure.